Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient complained of sharp pains at the pulse generator site.~~~~~